Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited noise, oversensing, pacing inhibition and impedance measurements greater than 2000 ohms due to a fracture. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.